Manufacturer narrative:
Section b5: additional information; section b2, d4, g3, h4: correction; section h6 device code: remove 1503 - pumping stopped. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The evaluation of the submitted log files confirmed the report of elevated powers; however, a power of 10 w was not confirmed through this evaluation. In addition, this evaluation identified transient low flow hazard alarms. A specific cause for these findings and the reported patient outcome due to stroke, infection, and potential septic emboli clots could not be conclusively determined through this evaluation. A direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The submitted log files captured a total of 8 transient low flow hazard alarms from 04:52:53 through 05:36:25 on (B)(6) 2020, associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm. These alarms lasted up to approximately 25 seconds in duration, and calculated flow was captured at values as low as 2.1 lpm during these events. Starting at 05:36:28, motor power and calculated flow appeared to gradually decrease to values as low as 3.6 w and 0.0 lpm, respectively. The motor power and calculated flow then quickly increased starting at 06:09:17 to values up to 9.6 w and 14.1 lpm, respectively. This elevation was also associated with an increase in lvad temperature from an average of approximately 45 degrees c to values up to 50 degrees c. No alarms were active at this time. The motor power and calculated flow then decreased again starting at 06:34:19 to values as low as 3.2 w and 0.0 lpm respectively. External power was removed soon after at 06:27:24, followed by disconnection of the driveline at 06:47:27. These events appear consistent with the patient expiring on (B)(6) 2020. Despite these findings, the pump appeared to have functioned as intended above the low speed limit prior to disconnection of the driveline. The heartmate 3 lvas IFU lists stroke, sepsis, and various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a pump stop did not occur. The cause of expiration was reported to be the stroke. An autopsy was not performed due to covid. (B)(6), was not explanted and would not be returned. There is no product available for investigation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient arrived at the emergency department with a stroke. The patient was infected and could have had septic emboli clots, he ended up coding and on (B)(6) 2020 he expired. During the code the site saw powers as high as 10 and according to the log files during the first series of low flows there was a decline in motor power that eventually spiked at 6:18 am. This could indicate that the pump¿s rotor ability to spin was prohibited by some material other than blood. Once the blockage cleared the power increased and the material entered the bloodstream, which may have been the cause of the stroke.